Event description:
The customer reported being hospitalized for hypoglycemia on two different occasions. The blood glucose reading was 22 mg/dl. The customer stated that she may have given herself too much insulin at night. The customer stated that her brother found her unconscious and the paramedics were called. Troubleshooting was performed. The reservoir amount matched consistently with the units left in the reservoir and the daily totals. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.